Event description:
The physician attempted to implant an integrity otw stent in the rca that was reported to be 75% stenosed. The lesion was pre-dilated. During the attempted delivery the integrity otw was reported to have snagged on the proximal portion of the guide liner and the stent was displaced proximally onto the delivery catheter. The physician withdrew the device. Another integrity stent was successfully implanted. The physician then attempted to implant an integrity rx stent proximal to the previously implanted stent however stent damage occurred during delivery. This stent was withdrawn and additional integrity was then placed successfully within the remaining lesion. The patient status post procedure was stable with a successful intervention of this lesion. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st and 2nd distal segments were raised and deformed. The distal tip was damaged. The hypotube was kinked just distal to the strain relief.

Manufacturer narrative:
Results: inherent risk of procedure - failure to deliver stent and stent deformation. Previously deployed stent has most likely contributed to the stent damage. The attempts to advance the device inside the vessel has most likely resulted in the stent damage evaluation codes: conclusion: previously deployed stent has most likely contributed to the stent damage; operational context contributed to event. The attempts to advance the device inside the vessel has most likely resulted in the stent damage . (B)(4).